Manufacturer narrative:
Upon inspection of the returned guidewire on (B)(4) 2016, reported kink damage was found at approx. 10cm from distal end, also the ptfe scratch damage was observed on the guidewire shaft which was not reported as the product experience. The scratch damage was found continued for approx. 13cm in a line for longitudinal direction, and it was suspected that the scratched ptfe fragment might be left inadvertently in the patient anatomy. The date of finding of this ptfe scratch damage is consequently quoted as the date of the awareness of this report. During processing of this complaint, attempts were made to obtain complete event, no impact to the procedure and complication with the patient was reported from the facility. With the appearance of the damage, it was suspected that the ptfe coating was scraped by metallic insertion tool, reproduction test was conducted and resulted in the ptfe scratch damage similar to the returned guidewire. Consequently this ptfe scraping damage of the returned guidewire was thought to have occurred when the guidewire distal end was inserted into the catheter with a prolapsed tip. Guidewire kink damage occurred along with further insertion of the guidewire, also the friction between the metallic insertion tool and the guidewire surface increased , resulting the ptfe coating scraping damage due to the excessive force. Lot history review revealed no anomaly with this lot products. No other event was reported for this lot. All the shipped products are inspected in the production process for meeting the product specifications and release criteria, there is no indication of a product deficiency. After the ptfe coating in the production process, inspection test is conducted for each ptfe coating lot to check that the coating is made with appropriated adhesion strength and there is no deficiency with the coating quality. IFU describes in its warning section; do not use this guidewire in combination with catheters (atherectomy catheter, metallic dilator, etc. ) which metallic parts may contact surface of this guidewire. Otherwise, this guidewire may be damaged or break apart.

Event description:
Reportedly, for the procedure to a heavily stenosed lesion at lad #6, a guidewire was inserted and crossed the lesion, subject guidewire was inserted as an exchange guidewire. During insertion into a guide catheter, kink damage occurred with the guidewire, so the subject guidewire was exchanged with another new guidewire to continue and complete the procedure.

Manufacturer narrative:
(B)(4)